Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. The unit was powered on with a known good ac adapter, a known good circuit, and a known good lung connected. The unit powered on and boot up with no issues, however, the unit failed the extended bench testing for alarming "button stuck". During bench testing, the lcd display touch screen did not respond to any touch commands. Further inspection revealed that the lcd display had physical damage located by the center and lower portions of the display which resulted the reported issue. Carefusion replaced the lcd display to address the customer's reported issue.

Event description:
It was reported to carefusion that the touch screen was frozen and not allowing the user to make any changes. There was no patient involvement associated with this complaint.